Event description:
As reported, the sealant protection of the sealant part of a 5f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There was no reported patient injury. It was intended to be used for percutaneous coronary intervention (pci) treatment. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: per the product evaluation, the outer sleeve presents a severe kinked condition exposing the sealant due to the slit of the inner sleeve being open.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant protection of the sealant part of a 5f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There was no reported patient injury. It was intended to be used for percutaneous coronary intervention (pci) treatment. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, observing that button #1 and button #2 were not depressed. The procedural sheath was not returned for analysis, and the syringe was received not connected to the device. The stopcock was set in the open position, and the balloon was not inflated. The outer sleeve was kinked, exposing the sealant. The atraumatic tip did not present any damage or anomalies. No other outstanding details were noted. The slit length on the outer sleeve could not be verified due to the severe outward kinked condition of the sealant sleeve assembly as received. However, the catheter working length was measured, and the dimensional analysis result was found within specification. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to both buttons 1 and 2 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, observing that the outer sleeve presented a severe kinked condition, exposing the sealant due to the slit of the inner sleeve being open. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was confirmed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-kinked/bent.¿ additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked/bent sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/bent during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.